Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced muscle stimulation. It was later discovered that this pacemaker's safety mode was triggered. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
Correction to field h10: additional MFR narrative upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy was not available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced muscle stimulation. It was later discovered that this pacemaker's safety mode was triggered. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced muscle stimulation. It was later discovered that this pacemaker's safety mode was triggered. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.